Event description:
The hospital returned an a1059 mayfield set (skull clamp, base unit and transitional locking knob) for repairs. No specific problem was identified by the customer. When received, the service team identified the skull clamp received was last serviced in (B)(6)2016 and shipped to customer in (B)(6) 2016, and therefore within 3 month repair warranty. The service team also assessed that the locking and unlocking mechanism felt rough due to the internal damage on the swivel base assembly. There was no patient involvement.

Manufacturer narrative:
Integra completed its internal investigation 01/17/2017. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: the returned device was manufactured on june 30, 2009. Service history: repair # (B)(4); date 08/19/2016. Repair # (B)(4); date 02/24/2016. Reason for return: service request. A two year look back for this reported failure and or related to "locking mechanism is too tight" for this product ID shows that 6 complaints were received including this case. No new design or manufacturing trends have been identified. The returned device was cleaned and inspected. Locking and unlocking feels rough; this is due to internal damage on swivel base assembly. Recommend unit undergo general service including full disassembly, cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. Conclusion: in summary the reported failure was verified, however, the root cause could not be determined. This issue will be monitored.